Manufacturer narrative:
Pump passed the displacement test, sleep current measurement test, active measurement test and self test. Pump received with normal operating currents. No unexpected failed battery test alarm noted. However, pump error 63 alarm (variableinfo=3) confirmed in the pump history due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm during auto test. Customer did battery change and did auto test then no alarm occurred. Insulin pump also had failed battery test. Insulin pump was bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.